Manufacturer narrative:
Date of event: was reported as 2015 ("probably a year ago"). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient and their spouse reported that they had fallen ((B)(6) 2016) and broke their shoulder. It was also reported that the patients eyes were bouncing which started after they had cataract surgery on (B)(6) 2013. The patient had epidural for their feet which really helped control the feet from going to sleep. In addition, it was reported that it was found the patient had a small hole in the back of their brain and was put on medication that helped to a certain degree. It was noted that the patient was a bigger person and the spouse could not pick them up if they fall. The indications for use for the implanted device were noted as chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.